Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating of the imaging catheter peeled off. The 75%-90% stenosed target lesions was located in moderately tortuous and moderately calcified proximal, middle and distal right coronary artery (rca). An opticross x imaging catheter was selected for use. During the percutaneous coronary intervention procedure (pci), the physician delivered the opticross x imaging catheter and smoothly crossed the distal right coronary artery. Intravascular ultrasound (ivus) was then performed. However, the physician noticed that the distal rca lesion was a bit diffuse and calcified. The physician then used a guidezilla guide extension catheter for better back up. First pre-balloon dilatation was then performed using a 1.75/8 non-bsc balloon catheter followed by ivus then a second balloon dilatation using a drug-coated balloon (dcb). A third balloon dilatation was performed using a 3.0 non-bsc balloon catheter. After which, the physician delivered the opticross x imaging catheter but was unable to cross the lesion so the physician inserted the guidezilla proximal of the lesion and tried again to delivery the opticross&#10264; imaging catheter. But the opticross x imaging catheter failed to advance inside the guidezilla thus, the physician could not perform ivus. The physician considered the reason for the no cross issue was due to peeling off of the coating of the opticross x imaging catheter. The physician successfully crossed another opticross x imaging catheter, performed ivus then implanted a stent to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that coating of the imaging catheter peeled off. The 75%-90% stenosed target lesions was located in moderately tortuous and moderately calcified proximal, middle and distal right coronary artery (rca). An opticross¿ x imaging catheter was selected for use. During the percutaneous coronary intervention procedure (pci), the physician delivered the opticross¿ x imaging catheter and smoothly crossed the distal right coronary artery. Intravascular ultrasound (ivus) was then performed. However, the physician noticed that the distal rca lesion was a bit diffuse and calcified. The physician then used a guidezilla guide extension catheter for better back up. First pre-balloon dilatation was then performed using a 1.75/8 non-bsc balloon catheter followed by ivus then a second balloon dilatation using a drug-coated balloon (dcb). A third balloon dilatation was performed using a 3.0 non-bsc balloon catheter. After which, the physician delivered the opticross¿ x imaging catheter but was unable to cross the lesion so the physician inserted the guidezilla proximal of the lesion and tried again to delivery the opticross¿ x imaging catheter. But the opticross¿ x imaging catheter failed to advance inside the guidezilla thus, the physician could not perform ivus. The physician considered the reason for the no cross issue was due to peeling off of the coating of the opticross¿ x imaging catheter. The physician successfully crossed another opticross¿ x imaging catheter, performed ivus then implanted a stent to complete the procedure. No patient complications were reported and the patient's status is good.